Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported guidewire damage occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca) and left coronary artery (lca). A rotawire drive and a 1.50 rotapro were selected for use. During the third session, the guidewire was damaged when inserting into the guide catheter. The guidewire appeared as if it was shaved and thinner at the proximal portion of the distal tip. The burr likely contributed to the guidewire damage. Another of the same guidewire and a 2.0 rotapro were used to complete the procedure. No patient complications were reported.